Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket tip dislodged inside the pt. The target stones were in the intrahepatic duct. An rx lithotripter basket had been advanced to the target area. After the physician had cleared the duct of stones, the tip of the basket broke off and lodged in the pt's liver. The physician unsuccessfully attempted to remove the dislodged tip. There has been no pt complications reported with the pt's current condition listed as "fine". The pt is being observed.